Event description:
It was reported that during initial implant, the set screw of the implantable cardioverter defibrillator could not be tightened. The device was exchanged, and the case was completed. There were no patient consequences.

Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the atrial set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.